Event description:
It was reported that the user experienced a leaking cartridge during supply changes on an ilet system, with repeated leakage observed at the cartridge during tubing fill, and the user had recently performed a restart with a blood glucose value over 600 mg/dl, after a guided dry run and full supply change, insulin delivery was resumed. Customer care provided support that included guided troubleshooting and education. Investigation of this case revealed leakage associated with the reservoir component and a seal issue, consistent with a device-related leak. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.